Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 6.0, coagucheck: 4.7 (3 hrs. Later), lab: 4.9 (30 min later). Date: (B)(6) 2011, inratio: 1.6, coagucheck: 3.0, lab: 3.1. Testing on (B)(6) 2011 was done one right after the other. Caller reports that he sticks his finger during warm up sometimes and tries to time it, so the drop is ready when the green light comes on. Patient also uses white ultrasoft lancets to stick his finger (same as for his glucose meter, but he adjusts the setting on his autolet when he tests on the inratio).